Event description:
It was reported that the customer were hospitalized due to hyperglycemia and hypoglycemia. Blood glucose value at the time of event was 1.2 mmol/l and current value was 19.4 mmol/l. Troubleshooting was performed, customer was using insulin pump system within 48 hours of reported low blood glucose event and auto mode feature was inactive at the time of event, customer reported programming was accurate. Customer was able to complete carelink upload. Insulin pump passed in self-test and displacement test, however customer will not be use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that emergency medical services was dispatched and they were brought to the emergency room/later hospitalized due to hypoglycemia on (B)(6) 2022. Blood glucose reading at the time of event was 1.2 mmol/l. The customer also experienced a seizure. Low blood glucose was treated with a glucagon injection. The customer was using the insulin pump system within 48 hours of the reported event. Auto mode feature was not active at the time of incident. Two high bg incidents were also reported. On (B)(6) 2022, the customer experienced high blood glucose of 19.6 mmol/l. No medical treatment was sought and bg eventually came down on its own. On (B)(6) 2022, the customer had a high bg of 29.5 mmol/l whereby the customer was hospitalized for 1 week. Blood glucose value at the time of call was 19.4 mmol/l. Troubleshooting was completed for the low blood glucose. Pump passed the self-test, displacement test, and hp test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.